Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 15-jul-2010 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station had required maintenance. A technical support specialist dialed into the station and found that the application was launched and running normally. The tss stated that the issue was self-resolved after a while. The system functioned as intended after the issue was resolved.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, this was in maintenance mode for over an hour and nurses cannot pull medications the customer reported that the malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this incident.